Event description:
This is filed to report the heart failure and suspected single leaflet device attachment. It was reported that on an unknown date the patient had a mitraclip device implanted. On a later date, the patient went to the emergency room at an unknown hospital due to heart failure. A transthoracic echocardiogram was performed, indicating a possible single leaflet device attachment (slda) from the posterior leaflet. Due to poor image quality, the slda was not confirmed. The patient will be discharged to hospice care. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. All information was investigated and due to limited information provided by the account, a cause for the single leaflet device attachment (slda) cannot be determined. Additionally, a cause for the reported heart failure cannot be determined; however, heart failure is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Event date estimated. The UDI number is not known as the part and lot number were not provided.